Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of non-sustained rv oversensing. Review of the egm suggested possible far p-wave oversensing, decrease in ventricular sensing was also noted. X-ray revealed lead dislodgement. The lead was explanted and replaced. No further information is available.